Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient lifted their arm and felt they may have done something to the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.